Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-02788, 2015691-2019-02790 .

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  The date of the events is unknown. According to the article all implants were completed between january 2011 and january 2016. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, sections of this report will reflect an unknown edwards transcatheter heart valve. The possible PMA numbers associated with this article are: p130009 - edwards sapien xt transcatheter heart valve and p140031- edwards sapien 3 transcatheter heart valve. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.  According to literature review, and as documented in a clinical technical summary (ts 39109), stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients.  After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there is insufficient information to confirm the cause of the reported strokes. It is possible that the events were caused by the mechanism explained in the technical summary mentioned above.  However, there was no allegation or indication a device malfunction contributed to these adverse events.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.   Reference article: nicolaj c. Hansson, md, erik l. Grove, md, phd, henning r. Andersen, md, dmsc, jonathon leipsic, md, ole n. Mathiassen, md, phd, jesper m. Jensen, md, phd, kaare t. Jensen, md, phd, philipp blanke, md, tina leetmaa, md, mariann tang, md, lars r. Krusell, md, kaj e. Klaaborg, md, evald h. Christiansen, md, phd, kim terp, md, christian j. Terkelsen, md, dmsc, steen h. Poulsen, md, dmsc, john webb, md, hans erik bøtker, md, dmsc, bjarne l. Nørgaard, md, phd.  ¿transcatheter aortic valve thrombosis incidence, predisposing factors, and clinical implications¿ journal of the american college of cardiology (2016).

Event description:
A single-center (B)(6) study of 405 patient who underwent tavr procedure with the sapien xt or sapien 3 valves between january 2011 and january 2016 was published in the article "transcatheter aortic valve thrombosis. Incidence, predisposing factors, and clinical implications". This report is for 3 patients with stroke noted within 30 day post tavr during the study period.